Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 double head pump displayed an error icon during priming. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit for 2 hours with the same configuration and multiple alarm simulations and was unable to reproduce the reported issue. A serial readout of the pump was performed and sent to sorin group (B)(4) for analysis. Evaluation of the serial readout did not identify any hardware or software failures on the event date. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 double head pump displayed an error icon during priming. There was no patient involvement.